Event description:
It was reported by the provider that the tie wraps are leaking. Per independent repair center statement unit is alarming or red light. The key failure was the tie wraps were leaking. No patient injury alleged, no additional information provided.